Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient believes that the e4 (occlusion) error is not properly displayed on the infusion device and is late. On (B)(6) 2010, the patient experienced elevated blood glucose of up to 480 mg/dl during the night. She bolused through the infusion device but was unable to lower her blood glucose. Her parents took her to the hospital and 4 hours later e4 was displayed. She changed the accessories and her blood glucose returned to normal, 120 mg/dl. On (B)(6) 2010, her blood glucose measured 85 mg/dl when she went to bed and her blood glucose measured 300 mg/dl when she woke up the following morning. She stated, a5 (pump timer) alert was displayed. She changed the accessories and bolused through the infusion device to lower her blood glucose. She later injected insulin via pen. No further information is available. The infusion device was replaced and requested to be returned for evaluation.